Event description:
A customer observed non-reproducible pt results for two pts in 2008, and the next day using vitros phyt slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed on a pt specimen may lead to inappropriate physician action. Corrected reports were issued for the two pts. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The customer contacted ocd to troubleshoot the occurrence of u90-382 condition codes on qc fluids and intermittent pt samples. The investigation determined that the vitros 5, 1 and vitros phyt slides were operating as expected. The root cause of the non-reproducible pt results was unable to be determined, however, sample mix up or sample handling issues could not be ruled.